Manufacturer narrative:
Summary of evaluation: the tibial component can not be evaluated for the reported wear as it has not been returned to howmedica. Attempts to obtain the device have been unsuccessful.

Event description:
The tibial insert would not lock anteriorly. Another insert was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.